Event description:
G-jet tube balloon ruptured causing the tube to be loose. The tube remains in the post-pyloric position. The tube was secure to the abdominal wall with tape. Tube ultimately required replacement.